Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side rupture and pain. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified openings, non-penetrating nicks, crease fold, and wear abrasion. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge opening on anterior side, with non-penetrating nicks, assessed as surgical impact opening, and a curved sharp opening on posterior due to an unidentified (tear) opening. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment was a sharp edge opening on anterior side, with non-penetrating nicks, due to surgical impact opening, and a curved sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and pain. Device remains implanted.